Event description:
It was reported that the patient was weak and lethargic and had a slow heart rate. There were no output pacing spikes noted from the device. The patient had no follow up and the device was found to have reached elective replacement indicator (eri) more than six months ago. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2005; 4568 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.